Manufacturer narrative:
Device eval by manufacturer: this ranger drug-coated balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 16.7 cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed a hole in the balloon material.

Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon catheter was selected for use to treat stenosis for peripheral arterial occlusive disease of the distal superficial femoral artery. The lesion was characterized as 80% stenosis with calcification. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.